Event description:
This procedure is part of the (B)(6) study: during a carotid stent procedure the protege rx stent shortened. An additional stent was placed and no injury to the patient reported.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.